Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-00341. Follow up identified the patient's right lead was replaced. Effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-00341. It was reported the patient was unable to increase her scs system's stimulation. The patient stated the stimulation would go up a few levels and then decrease to zero. A company representative met with the patient and reprogrammed the patient's scs system but the issue persisted. The patient's scs system leads had multiple contacts with high impedance. Surgical intervention may be necessary to address the issue.